Event description:
The customer reported that the device had bent battery pca pins. There was no report of patient involvement or that the unit failed to power up.

Manufacturer narrative:
(B)(4) 2014. This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. On (B)(6) /2012, the customer reported that the device had bent battery pca pins. There was no report of patient involvement. On (B)(4) 2012, a philips fse went to the customer sight and verified the failure. There was no report that the device had any power issues. The fse replaced the battery pca which resolved the failure. The device passed all testing and remains at the customer site.